Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade ii/iii.

Event description:
Patient reported right side "felt discomfort at scar area, exam has noted asymmetry and discrete infiltration". Additionally, healthcare professional reported "accentuated pain, more accentuated swelling and baker ii/iii". The device remains implanted.

Event description:
Patient reported capsular contracture baker grade ii/iii, "cancers associated with the defective product usually tends to present frighteningly fast evolution, being essential the immediate device replacement {due to recall risk}". The device remains implanted.